Event description:
It was reported that a patient underwent a total knee replacement procedure on (B) (6) 2010 and suture was used for fixation of the quadriceps tendon. On (B) (6) 2010, the patient presented with different areas of breakage on the suture. On (B) (6) 2010, the patient underwent a revision due to post-operative suture breakage. The current condition of the patient is well.

Manufacturer narrative:
(B) (4). (B) (4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.